Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that he obtained control solution results out with the stated range when performing a control test on his one touch ultra meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the inaccuracy occurred ¿three weeks¿ prior to contacting lfs. The patient detailed that he manages his diabetes by self-adjusting his insulin doses. The patient claimed that immediately after obtaining the allegedly inaccurately low results he developed symptoms of ¿low sugar reading, weak and clammy¿ and that he self-treated by consuming chocolate and coke ¿one week¿ prior to contacting lfs at around 10:30am. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and that neither the test strips nor control solution had expired. When the patient was walked through a control test the results were not in range. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.